Event description:
A physician reported that during an intraocular lens (iol) implant procedure, there was a piece of metal on the iol. It¿s position would be hard to believe it was from forceps or injector. In the process of explanting when the metal came off, it was so embedded in the iol that it left a dent. Additional information has been requested and received stating that small metal fragment was embedded on the surface of the lens. Unclear if manufacturing issue or from injector. The lens was inserted and removed. The surgery was completed on same day with company lens of same model and diopter. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. Viscoelastic was dried on the lens. Both haptics were bent in the gusset area. One haptic distal edge was scraped and torn with broken lens material removed from the damaged area. The anterior optic surface has a piece of the torn haptic material located on the optic surface adhered in dried solution. Under direct lighting, this gives the appearance of a foreign material and may have been interpreted as the reported complaint. The optic was cut from the edge to the optic center, typical in appearance to an insertion and removal. The anterior optic surface has a small scratch near the optic center. There was no "piece of metal", particulate, or foreign material observed on the lens other than the clinical solution. The lens was cleaned with klrp to further evaluate. The bent haptics relaxed into the original position after cleaning. The optic edge was torn and cracked in three separate areas. Cracks in the shape of an instrument used to grasp the lens was observed on the anterior and posterior optic surface in five areas. Another separate area was cracked near the edge and an area near the optic center. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were used. The complaint was reported for "a piece of metal on the iol, dent, in and out". The root cause cannot be determined for the reported complaint. No foreign material other than clinical solution was observed on the lens. A piece of torn haptic material was adhered to the optic surface in the area similar to the drawn image provided of alleged foreign material location. It is unknown if the presence of the broken lens material on the optic was interpreted as the reported complaint. It is unknown if the reported "piece of metal" had been present and became lost during transit. The optic was scratched, torn, and cracked with several areas cracked in the shape of an instrument used to grasp the lens. Optic was cut, typical in appearance to damage from insertion and removal. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical devices (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.